Manufacturer narrative:
This event occured in the u.s. Involving a product manufactured by alber (B)(4) in (B)(6). Alber is filing this report because the device is marketed and sold in the u.s. The provided pictures indicate no traces of a fire by flames. Alber (B)(4) assumes that a local increase of temperature damaged the wheel hub cover partially. Alber (B)(4) will begin the physical evaluation of the device as soon it will arrive at alber (B)(4) in (B)(6)..

Event description:
The end user reported that the twion wheels have been charged overnight and on the next morning they noticed a smell of burnt. It was noticed by the end user that a small hole in one of the wheel hub cover was present whiles the charger was still connected. No property damage, no injury and no medical intervention was sought.